Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A physician reported that two scalpels from two different custom pak did not cut during surgery. Patient impact information is unknown. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for one of the knives.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the patient was not damaged and the surgery was completed without problems.